Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed on how to press the button effectively, but as the issue persisted. Customer continued to use the pump for insulin delivery.